Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change out procedure, lead insulation damage was observed on the rv lead. Lead testing prior to procedure was in stable condition. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable and discharged.